Event description:
It was reported that the battery status of this pacemaker device indicated three and a half years remaining to elective replacement indicator (eri) at prior check. However, the device battery status showed one year remaining at present. Boston scientific technical services (ts) explained how the gas gauge can fluctuate and suggested programming the device. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.